Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold. Leak test was performed, and no leakage was found. A microscopic analysis was performed which no identify openings, the fill test inspection was performed, the result is no blockage. For the other technical code no clogged fill channel observed during fill test based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported right side "rupture". Healthcare professional additionally reported "particles in valve." Device has been explanted.

Event description:
Device has been explanted.

Event description:
Healthcare professional additionally reported "particles in valve."

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture". Device remains implanted.